Manufacturer narrative:
(B)(4). Evaluation: returned for evaluation was a 40cc 7.5fr iab. Remnants of blood were within the bladder and driveline tubing. The one-way valve was tethered to the short driveline tubing. A dent in the outer lumen is noted at 11.6cm from the iab luer end. There is no break in flex-tip assembly. Bends are noted in the central lumen at 25cm and 53cm from iab distal tip. The bladder thickness was measured at 6 points and measured within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. The iab failed. Air exited the iab luer end and distal tip. The iab was capped at the luer end and passed the leak test. No holes or leaks were noted in the bladder membrane. The central lumen was found to be broken at 9.7cm from the iab luer end. See other remarks section. Other remarks: a lab inventory 0.025in guidewire was front loaded through the luer end of the iab. The guidewire was unable to advance beyond the previously noted break. The guidewire was back loaded through the iab distal tip. The guidewire met resistance at the previously noted bends and was unable to advance beyond the break. The outer lumen was cut and the central lumen break was confirmed through visual inspection. The damage was consistent with bending the central lumen to a severe degree and then attempting to straighten it. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. Blood was found within the iab. The central lumen was broken near the distal portion of the bifurcate and is consistent with being damaged during the procedure.

Event description:
It was reported that the event occurred in the cath. Lab. The (iab) intra- aortic balloon catheter was inserted, and one hour later the "pressure dampened" and blood was found in the helium line. The iab was flushed and the reading was better, but again there was a "pressure signal was dampened" and the pump stopped inflating. The iab and the pump were removed and replaced. There was no reported patient death, injury or complications. There was a delay in iabp therapy for the time frame required to insert the second iab.

Event description:
It was reported that the event occurred in the cath. Lab. The (iab) intra-aortic balloon catheter was inserted, and one hour later the "pressure dampened" and flood was found in the helium line. The iab was flushed and the reading was better, but again there was a "pressure signal was dampened" and the pump stopped inflating. The iab and the pump were removed and replaced. There was no reported patient death, injury or complications. There was a delay in iabp therapy for the time frame required to insert the second iab.

Manufacturer narrative:
(B)(4).